Manufacturer narrative:
The device is expected to be returned for investigation. It haas not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a 11/004 (less than 2.0 volts measured on lithium battery) service alarm code. There were no reports of any adverse patient events and or delays in critical therapies while the device was in clinical use. No add'l info was provided.